Event description:
The customer reported fog free function disabled message during an unspecified procedure which was completed using a similar device involving an Olympus gynecologic laparoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.